Manufacturer narrative:
Sample was not available for investigation. Therefore, the reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be due to insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was spontaneously removed.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was spontaneously removed.